Manufacturer narrative:
(B)(4) combined report. There has not been a malfunction or deterioration in the effectiveness of a corin device. They were only revised due to fracture of the femoral component (non-corin device). The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. As there has not been a malfunction of the corin devices, and as they were only revised due to a malfunction of a non-corin device, this case is now considered closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup and hxlpe liner in the left hip in a bi-lateral patient due to fracture of the femoral stem which was not a corin device.